Manufacturer narrative:
Corrected data: event problem and evaluation codes, additional manufacturer narrative. Additional information: type of report: follow up, type of report: follow up, follow up, what type?: additional information/correction. Type of reportable event: field required for submission. The nurse reported that both display screens on the central nurse's station (cns) have gone black. Nihon kohden technical support provided troubleshooting tips including checking power connections and the switch. Technical support suspected that the issue was with the power supply. Upon following up with the customer, the customer informed technical support that the issue was resolved after restarting the device.

Manufacturer narrative:
The nurse reported that both display screens on the central nurse's station (cns) have gone black. Nihon kohden technical support provided troubleshooting tips including checking power connections and the switch. It was determined that the power supply had failed. Nihon kohden technical support advised the nurse to contact the biomedical engineer to have the device replaced. No patient harm was reported.

Event description:
The nurse reported that both display screens on the central nurse's station (cns) have gone black.

Manufacturer narrative:
On 04/18/18, nurse (B)(6) at (B)(6) hospital center reported the cns-6201a (pu-621ra sn:(B)(4)) lost power and both screens on the cns were blank black. On 05/30/2018, (B)(6) said the device just needed to be restarted. This was done by bme. Service requested/performed: troubleshooting/assistance. Investigation result: the cns warranty began on 05/12/2013, which is almost 5 years prior to the reported issue. Review of device sap history found one previously reported issue with the unit: 300109904 reported 01/13/2018 in which customer reported the cns could not print to the shared printer. This is not related to the current issue. There was a reported issue the cns lost power. Further information was not provided. Information on whether the facility was experiencing power issues, or if the cns was connected to a ups, along with age and condition of the ups, is not provided. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Customer's maintenance information on this device is not available. Condition of the unit is not known. The root cause is determined to be power loss. Issue was resolved by restarting the unit. There were no further reported issues with the unit. Based on the given information, this issue is not suspected to be caused by deficient design corrected information: date received by manufacturer: should be 04/18/2018 not 05/17/2018 as listed on MDR initial report. Additional information: date of this report. Date user facility/importer became aware of the event. Type of report. Date report sent to FDA. Date report sent to manufacturer. Date received by manufacturer. Type of report. If follow-up, what type? . Additional information correction. Device evaluated by manufacturer?. Event problem and evaluation codes. Additional manufacturer narrative.

Event description:
The nurse reported that both display screens on the central nurse's station (cns) have gone black.